Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device was difficult to remove. A dilator was inserted into the access ports; the safety release button was activated, which enabled the thumb advancer to be retracted to the start arrow allowing the device to be withdrawn from the tissue tract. Manual compression was applied to achieve hemostasis appropriately. No adverse pt effects were reported. No add'l info was provided.